Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy testing by +7.25%. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump case had damage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "case damage/failed accuracy +7.25%". The pump was visually inspected and was tested for any signs of function and pressure failure. The pump's rear housing was found to be damaged during the visual inspection. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/- 6%. No fault was found with the pump. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.